Event description:
It was reported that the right ventricular lead had oversensing, noise, and the lead integrity alert was triggered. The lead will not be revised because the patient no longer needs the system and the system was programed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that the lead integrity alert was triggered. There were two patient alerts for lead failure predictor on (B)(4) 2010 19:28:48 and (B)(4) 2012 11:18:08. There was oversensing, as there were eleven ventricular nst less than or equal to 213 ms on (B)(4) 2012 in the timeframe between 10:28:10 and 11:19:32.